Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. The physician determined that the patient's stitches were causing the pocket pain. The physician prescribed lidoderm patches for the pain caused by the stitch. No further action will be taken to remove the stitch due to non-device related medical issues.